Manufacturer narrative:
No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, a fiber optic sensor failure occurred. The nurse attempted to unplug and re-plug in the fiber optic cable without success. The patient was later transferred to another facility where the iab was removed. There was no patient harm or adverse event reported.

Manufacturer narrative:
Occupation - bsn, rn. Complete name - (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).